Manufacturer narrative:
Continuation of medical devices: product ID 977c290, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 30-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2018. It was reported that the patient controller was displaying the settings not available message as soon as it was connected to the implantable neurostimulator. The patient is programmed a 1+2-4+6-, 90 microsecond pulse width, 190 hertz rate, and 3.8 milliamp amplitude b 1+2-4-5+, 80 microsecond pulse width, 190 hertz rate, and 4.0 milliamp amplitude c 1+2-4-5+, 190 microsecond pulse width, 190 hertz rate, 3.2 milliamp amplitude the manufacturer representative mentioned that there was something wrong with electrodes 8-15 since implant in 2016, thus, only 0-7 was being used. With 1 as reference for an impedances check, the following values were displayed: 0 ¿ do not use 1 ¿ 40,000 ohms 2 ¿ 650 ohms 3 ¿ 730 ohms 4 ¿ 740 ohms 5 ¿ 800 ohms 6 ¿ do not use 7 ¿ 810 ohms it was recommended that the manufacturer representative do not use electrode #6 for programming. The manufacturer representative was going to adjust the pulse width, but the patient cannot tolerate an increase in pulse width since she would also have stimulation in her leg as well as arm, but the patient only needs the stimulation for her arm. The manufacturer representative subsequently programmed group a to 1+2-4+5- which then allowed the patient to go above 4 milliamps and not get an out of regulation message. There were no further complications reported or anticipated. See regulatory report #3004209178-2018-24767.

Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient experienced a loss of therapy and had multiple impedance issues since (B)(6) 2018. The representative attempted to program around the impedances but the lead ended up being explanted. The issue was noted as being resolved. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member. It was reported that problems with the lead started soon after implant ((B)(6)2016) stating that the electrodes "started dying very rapidly, and about 2 months later the entire side, all the electrodes died". The caller mentioned the patient was to be having surgery in 2 weeks where the healthcare professional (hcp) would change the patient's entire system. The caller was directed to the hcp to discuss any device concerns. No further complications were reported/anticipated.